Event description:
During a fine needle aspiration/ lung biopsy, the needle did not retract after obtaining the specimen. The physician had to remove the scope with the protruding needle and to replace it. This has potential to cause serious harm to a patient. The remaining kits were removed from the shelves and a different brand will be used. This is not the first case that had issues with this equipment. There was no patient harm for this event. The used equipment will be retained by the hospital purchasing department.